Manufacturer narrative:
.

Event description:
It was reported the clavicle plate broke. The revision scheduled for (B)(6) 2015 was cancelled and has not been rescheduled.

Manufacturer narrative:
(B)(4). No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Event description:
It was reported that a revision surgery was performed to remove broken clavicle plate.

Manufacturer narrative:
Corrections based on new information received.

Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
07/13/2015 - updated information - it was reported that a revision was performed to remove the broken clavicle plate.